Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and the cine bridge were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not save images, displayed a touchscreen error message, and locked up. No patient injury was reported.